Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n254510, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that the pump had been "very mobile" in the pocket, so there had been a concern that it may start flipping. Surgical intervention had been required. It was stated that the pump was not attached to the fascia at the suture loops. The physician "sutured ¾ suture loops." During the dissection, the catheter was accidently cut, so a new pump connector was attached. There were no patient symptoms or injuries related to this event. The device system was infusing fentanyl.